Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a sharp curve in the electrode body in the region approximately 25mm from the terminal pin. Resistance testing found the electrode was electrically continuous, as no fractures were noted on the sense b or high voltage cables. An x-ray of the electrode confirmed the sense a cable was fractured in the area approximately 25mm from the terminal pin. However, x-ray imagery also confirmed the fracture was limited to only one, of the 21 inner cables of this lead structure. The fracture characteristic appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the pocket region. Although there was a single strand of the sense a cable which was confirmed fractured, out of 21 cables, engineers concluded it was extremely unlikely, that this fracture would have caused any noise issues or any other performance issues. The noise seen on this system appears to be myopotential in nature.

Event description:
It was reported that this patient received inappropriate shocks due to noise involving this electrode. The electrode was explanted and returned. A request for device data was needed. Technical services (ts) reviewed the device data and noted one untreated and two treated episodes, all episodes appeared to be related to oversensing of myopotential signals. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate shocks due to noise involving this electrode. The electrode was explanted and will be returned. A request for device data was needed. Technical services (ts) reviewed the device data and noted one untreated and two treated episodes, all episodes appeared to be related to oversensing of myopotential signals. No additional adverse patient effects were reported.